Manufacturer narrative:
Type of investigation: lens work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -2.25 diopter was implanted into the patient's right eye (od) in 2021. The patient experienced refractive change overtime, lens remains implanted. In the reporters opinion the cause of this event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additonal data: b5- on (B)(6) 2023 the lens was exchanged for the same model, length lens and the problem was resolved. Status of the eye: "all fine!". Additional information: "patient is happy". Claim# (B)(4).